Event description:
The report received from the affiliate indicated that prior to a pta procedure of a heavily calcified and mildly tortuous lesion in the left subclavian artery, when the physician inspected the stent crimping prior to insertion, the stent was observed off the position on the balloon. The stent was not crimped firmly enough and it could move easily on the stent delivery sys (sds). The physician decided not to use the product for the procedure. A competitor's product (details unk) was used and the procedure was completed successfully without any pt injury. There were no anomalies noted on the device when it was removed from the packaging. It was removed and prepped per IFU. The stent was not handled in any way prior to the loose crimp observation.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt.